Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it was experiencing abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currerntly underway. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor was experiencing abnormal shutdowns. Root cause investigation is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it was experiencing abnormal shutdowns.